Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer cardiac plug was chosen for a left atrial appendage (laa) closure using a 13f unknown delivery system. During deployment, it was noted that the stabilizing wires were not engaging properly in the wall of laa neck. There was no tissue damage. The device was not released from the cable and it got retrieved form the same sheath and abandoned the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported a stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that an 13f delivery system was used, the device was not released from the cable, and the device was retrieved from the same sheath and abandoned the procedure. Based on the available information, a cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer cardiac plug was chosen for a left atrial appendage (laa) closure using a 13f unknown delivery system. The pre procedure was determined by transesophageal echocardiography (tee), it was 26-27mm. During deployment, it was noted that the stabilizing wires were not engaging properly in the wall of laa neck. There was no tissue damage. The device was not released from the cable and it got retrieved form the same sheath and abandoned the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported a stable.